Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with a non-union and loosened hardware. Patient underwent an open surgery to pack rhbmp-2/acs in the site to enhance fusion t12,l1,l3<(>&<)>l4. In august 2014, patient felt pain at the lower back and went back to see the doctor on (B)(6) 2014. The surgeon ordered MRI and CT images and it shows non-union and the lower 3 set screws were dislodge and the rod was piercing onto patient¿s skin. The patient underwent a revision to remove the implants.